Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on an unspecified date/time he experienced a loss of consciousness. Paramedics were called and upon arrival treated customer on the scene with an unspecified injection and then transported him to a local healthcare facility. At the hospital he was diagnosed with hypoglycemia and treated with additional unspecified medications. There was no report of death or permanent injury associated with this event.